Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the host computer was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc would not power on. Fse also found that the host pc drives were not booting up. To resolve the issue, the fse replaced the host pc and installed a new system license. The defective part was sent for analysis, for host pc failure was observed and the failure was found to be failed power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.